Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. Investigation is complete. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 10 december 2019 noted that the device was out of calibration at the 0 setting, but in at all other readings. It was also noted that the rpm¿s were in spec, and the control bar position was flush. The reported event could not be duplicated. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the recalibration of the device. Electric dermatome, serial number ((B)(6)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event was never confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was cutting irregular in the middle. The event timing was during surgery. There was no report of harm to the patient and no report of a delay in the procedure as a result of this malfunction.